Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead had high impedances and when the connections were evaluated it was found that the device's set screw for the right ventricular coil pin was loose. The device and lead remain in use. No patient complications have been reported as a result of this event.